Event description:
Boston scientific received preliminary information from cardiac resynchronization therapy defibrillator (crt-d) device printouts collected during a routine visit, that there was fluctuating higher impedance values observed on both the right and left ventricular (rv; lv) channels. Noise was also present on the pace channel of the rv and as a result, some cross chamber interference resulted. Further investigation by a boston scientific therapy technical services (ts) consultant confirmed stable shock measurements and all other electrical values, although showing anomalies, remained within range. No adverse effects to the patient were reported in association with these clinical observations. Further investigation conducted the following week revealed a more detailed electrogram (egm) regarding the previous noise observation. Both of the rv and shock (less) egm show clear but intermittent noise. Ts concluded that the recorded noise on the rv channel is typical for either a lead fracture or a lead connection issue. Both the physician and field representative suspect a serious integrity issue regarding this rv lead. Further troubleshooting will be performed to determine whether the rv lead is actually damaged, or whether there are potential connection issues with the crt-d and this rv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.